Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Moreover, dried body fluid and tissue were noted in the helix housing. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. It was concluded a known inherent risk indicating an issue covered by the instruction for use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.